Manufacturer narrative:
Product event summary: the afapro28 with lot number 14929 was returned and analyzed. External visual inspection of the electrical connector showed, pin #12 on the electrical umbilical connector was bent. Catheter smart chip data could not be verified due to the bent pin issue. During functional testing, the console terminated the application and triggered system notice 12213 (the system does not recognize the catheter. During inspection and pressure testing of the shaft segment, a guide wire lumen kink was observed 1.45 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the kink/twist on the guide wire lumen.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.